Manufacturer narrative:
This info was not provided during initial report. Add'l info has been requested. Implant date reported as (B)(6) 2010. Synthes is unable to determine mfg site or mfg date without a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Revision surgery to remove hardware implanted in (B)(6) of 2010 and revised to synthes uss t9-l4. Matrix implanted from t11-l3 on one side and t12-l3 on other. No screws implanted at l1 where fracture occurred. Hardware was pulling out of the bone at cranial levels creating a kyphotic deformity and hardware irritated patient. No hardware failure apparent. Revision on (B)(6) 2011. Hardware was proud at cranial levels, except left l3 screws. No reported hardware failure. Left l3 locking cap frozen in the screw. Surgeon cut rod close to the l3 screw and spuns crew, locking cap and rod out. No screws in l1. This is the third of three reports submitted on this event.